Event description:
The manufacturer received information alleging a ventilator would not provide sufficient pressure. According to the reporter of this issue the patient expired but it was unrelated to the device. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator was not providing sufficient pressure. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.